Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) was leaking helium. It is unknown under which circumstances the event occurred but there was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was not dispatched to evaluate the unit because the customer canceled the call and no inspection was made. The customer repaired the unit by replacing the helium tank o-ring and put it back into service.